Event description:
Information received indicates the ground resistance reading was high on the bed due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.